Event description:
Tavr procedure: the interventional cardiologist (ic) protected the left main coronary artery using a 6 french ebu 3.5 guide catheter, a runthrough wire, and a 3.0 x 20 mm balloon, which was left in place in the left anterior descending coronary artery during the procedure in case of coronary obstruction after valve deployment. The ic advanced a 5 french pigtail catheter via the right radial artery sheath into the ascending aorta. The ic crossed the aortic valve using a 5 french ar1 catheter and a straight wire. The ic advanced a confida wire into the left ventricle. An edwards lifescience 23 mm sapien 3 ultra bioprosthetic aortic valve was prepared. The ic advanced the valve through the right common femoral artery sheath and positioned the valve. Rapid ventricular pacing was performed and the CT surgeon deployed the valve. The balloon ruptured during valve deployment. The ic and CT surgeon pulled back the balloon catheter and performed transthoracic echocardiography. The ic removed the coronary guide catheter, the coronary wire, and the coronary balloon. The ic and CT surgeon attempted to remove the balloon, but the ruptured balloon was stuck and we could not pull it back into the sheath. The ic used a snare to cinch down the ruptured balloon and tried to pull it back into the sheath, but still could not pull the balloon catheter back into the sheath and had to pull back the whole system to the femoral arteriotomy site. We called vascular surgery and they agreed to perform a cutdown procedure to remove the ruptured balloon. In summary: severe aortic stenosis, treated with transcatheter aortic valve replacement (23 mm s3 ultra valve) via right common femoral arterial access. The balloon ruptured during valve deployment, and it was necessary to remove the balloon from the right femoral arteriotomy site using a surgical cutdown technique with femoral artery repair.